Event description:
A malfunction alarm was reported, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, which was completed successfully as the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which they acknowledged and understood.